Event description:
It was reported that the pod left a dark scar on the patients stomach. The patient did not provide any further information. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. No lot release records were reviewed, as the product lot number was not provided.